Manufacturer narrative:
(B)(6). (B)(4). This complaint cannot be confirmed. No devices were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. No medical records were provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42540000035 - all poly patella - 64445112, 42532007901 - tibia cemented - 64156477, 110035368 - biomet bc r 1x40 us - 824aac0510, 42502607001 - femur cemented - 64321215. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee revision approximately one month post implantation due to instability, pain, and difficulty walking and standing. The articular surface was removed and replaced.